Event description:
Revision surgery due to stem loosening after about 1 year and 10 months after primary. The surgeon revised the Medacta stem with a competitor stem and revised Medacta head and liner with a new Medacta head and liner.

Manufacturer narrative:
Batch review performed on 23 July 2026: Lot 2344638: (b)(4) items manufactured and released on 14-Mar-2024. Expiration date: 27-Feb-2029. No anomalies found related to the problem. To date, (b)(4) the items of the same lot have been sold with no similar reported event during the period of review. Root cause: Aseptic loosening is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.